Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if the device contributed to the re ported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with severe lumbar disk disease and lateral recess stenosis at l5-s1 and also moderate disk disease at l4-l5 and underwent the following procedures: lumbar laminectomy, l4-l5 and l5-s1. Posterior lumbar interbody fusion at l5-s1, fusion utilizing one interbody fusion cage, interbody space stuffed with local bone and rhbmp-2/acs, cage stuffed with rhbmp-2/acs. Pedicle screw fixation at l4, l5 and s1. Lateral fusion at l5-s1. Flexible rods at l4-l5. As per the operative notes: "we prepared the interspace utilizing shavers, osteotome and we insert a combination of local bone,rhbmp -2/acs, and then one interbody cage, which we tried to rotate somewhat into the interspace at the l5-s1 level. Once we did that, then we decorticate the bilateral transverse processes of l5 and s1, did the bilateral fusion utilizing infuse bone graft and local bone and then, once we did the lateral fusion, then we inserted the combination stiff and flexible rod with obviously the static rod at the l5-s1 level and the flexible rod at the l4-l5 level. We utilized the pangaea synthes screw system with enhance dynamic rods, two of them bilaterally. And we utilized a peek tlif spacer, size 8 x 27 and, again, the interspace being packed with rhbmp-2/acs and local bone and lateral gutters also being packed with rhbmp-2/acs and local bone." Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.